Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the reported issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It was reported that during a flex urs (ureteroscopy) procedure, the 200um bt (ball tip) fiber in the flex urs scope was not able to insert (unable to pass through the scope). Fiber was blocked somewhere in the scope. The bt of the fiber was cut off. Customer had to open a new fiber (200um ball tip fiber) same model to resolve the issue. The intended procedure was completed. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A correction to e2 which was inadvertently checked yes, the reporters title is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.